Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2014 and artisyn y-shaped mesh was implanted. It was reported patient experienced pain and erosion following the procedure. It was reported that the patient underwent mesh revision on (B)(6) 2015. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 4/5/2019.

Manufacturer narrative:
Date sent to FDA: 7/3/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on unknown date and mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.